Manufacturer narrative:
The complaint product was not returned. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) was implanted, it moved off axis. Additional information was requested.